Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a interface cable was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while performing system checkout, the imaging system went into stand alone mode. During troubleshooting, representative rebooted the system but the issue was not resolved. System would display ready when the umbilical cable was pushed into the system, but would then go back to stand alone mode. There was no patient present at the time of the issue.

Manufacturer narrative:
Device evaluation: the suspect mobile view station (mvs) interface cable was returned to the manufacturer for evaluation. The reported issue was confirmed. The cable was tested and bench testing failed. Gbit testing failed; an open was found between pins 4 and 5. The cause of the reported issue was due to the open between the pins.